Manufacturer narrative:
A software investigation was completed on (B)(6) 2015 stating that the root cause of the inaccuracy cannot be determined at this time despite extensive troubleshooting. It is suspected the use of bent instruments may have attributed to the inaccuracy. Two of the site's suctions were replaced and returned for evaluation. However, it was reported that the instruments were found damaged outside of a procedure. The suspect suction evaluation findings are as follows: frontal 90 degree axiem ent suction: the ent application shows red status and says "failed verification". The tool failed verification with an error of 2.6mm. Dented, nicked, scratched, bent. Frontal 45 degree axiem ent suction: the ent application shows red status and says "failed verification". The tool failed verification with an error of 2.7mm. Dented, nicked, scratched, bent. A third suction type, straight suction axiem ent was reported damaged by the site and a replacement sent to them on 2/25/2015. The suspect straight suction has not been returned for further evaluation. As these instruments failed verification this would prevent use unless the user somehow "tricked" the system to verify them by manipulating them in the verification divot. However, the site has been trained on proper verification technique of instruments and on proper operating room setup (lighting, etc.). It was reported by the site rep that even when the instruments are verified properly inaccuracy is encountered. Further troubleshooting involved a loaner emitter being installed on the system for further testing. The axiem box assembly was also replaced, but the issue was not resolved. Unable to determine a definitive root cause of reported events at this time.

Event description:
A medtronic ent representative reported an inaccuracy that occurred while in an ear, nose & throat (ent) procedure. The surgeon was using tracer registration and experienced a 3-5 millimeter inaccuracy, lateral to medial, around the sphenoid. With multiple instruments the surgeon was able to verify by moving the instrument around in a circular pattern in the divot. The straight probe registered without error, however, still showed inaccuracy. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, software and instruments areas passed. Installed a new axiem emitter and tested three fusion navigation system trays with all instruments. Issue resolved.

Manufacturer narrative:
A medtronic representative reported that they have had several visits to discuss the relationship between registration technique and deep posterior accuracy with the reporting surgeon. After several instruments were identified as damaged and/or bent, many conversations regarding technique, a replacement emitter and axiem box - the issue seems to have subsided. The reporting surgeon was contacted by both medtronic reps at the site to discuss possible reasons for the alleged inaccuracies. It appears that a lateral shift in the head frame with the silicone strap was the main cause of the reported event. Alternative equipment and setup options were discussed with the surgeon. The surgeon is now paying closer attention to the slightest movement in the frame and will notify us of any recurrence. The rep has covered 3-4 subsequent surgeries and received no complaints.